Manufacturer narrative:
A follow up report will be submitted once the failure investigation has been completed. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported there was an alleged over infusion. Argatroban was a routine order to be infused at a rate of 10.72ml.hr; however, 250ml argatroban infused in four (4) hours. The total volume to be infused (vtbi) was 250ml. No other medications were infusing at the time of the event. The medication was programmed manually using guardrails drug library. The over infusion was noted at shift change. There was patient involvement, but no harm.

Event description:
It was reported there was an alleged over infusion. Argatroban was a routine order to be infused at a rate of 10.72ml.hr; however, 250ml argatroban infused in four (4) hours. The total volume to be infused (vtbi) was 250ml. No other medications were infusing at the time of the event. The medication was programmed manually using guardrails drug library. The over infusion was noted at shift change. There was patient involvement, but no harm.

Manufacturer narrative:
Omit: b21 - type of investigation not yet determined, c21 - results pending completion of investigation, d16 - conclusion not yet available. Additional information: device eval by manufacturer? Imdrf annex a, g, b, c, d codes and manufacturer narrative. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary: the reported over infusion of argatroban was not confirmed during the log review or through testing of the suspect pump module. The log analysis showed the infusion was programmed at 10.716ml/hr with a vtbi of 240ml and proceeded for 4hr12min before being interrupted by an air in line alarm. Rate accuracy testing was performed on the suspect pump module. The device was found to be delivering fluid within specification with no signs of unregulated flow observed. Rate accuracy testing was performed using guidance from aami tir101:2021 fluid delivery performance testing for infusion pumps. Inspection of the suspect pump module both externally and internally did not observe any existing issues that may have been a contributing factor for the reported issue. The logs from both the pcu and pump module were retrieved to determine the details of the reported event. According to the facility, the event occurred on (B)(6) 2025; however, the time was not reported. A review of the pcu error log did not reveal any errors that may have contributed to the reported event. A review of the pcu event log for pump module s/n (B)(6) showed that the infusion was programmed with a rate of 10.716ml/hr, consistent with the facility report. The user selected vtbi was 240ml, which differs from the vtbi value referenced by the facility. The recorded infusion period was 2:59 am to 7:11 am (4hr12min), consistent with the four hours noted by the facility. The infusion was interrupted by an air in line alarm, after which the channel off key was pressed, a sequence that may have been misinterpreted as completion of the infusion. The logs below show the events on (B)(6) 2025 from 2:58 am, when the units channel was pressed, until 7:11 am, when the pcu and pump module were powered off. At 2:58 am, the channel select key was pressed and, based on the previously programmed parameters for argatroban (drug ID = 86; drug amount = 250mg; diluent volume = 250ml; patient weight = 89.3kg; dose = 2mcg/kg/min), the vtbi was updated to 240ml, and the primary infusion was started at a rate of 10.716ml/hr, with a starting pvi of 464.374ml. At 7:10 am, an air in line alarm was recorded with a pvi of 509.354ml. At 7:11 am, the channel off key was pressed, and the pump module and pcu were powered off, resulting in a tvi of 509.354ml. After 7:11 am, no additional infusions were programmed for the remainder of the day. It is not possible to determine what the actual volume is within an IV container at the start and ending of an infusion from a review of the pcu event log. It is also not possible to determine what the fluid was within the IV container. This is not a function of the pcu event log; it only can reflect the inputted information it receives either manually or remotely with respect to volume to be delivered and fluid selected. The bd alaris user manual v12.3.2 with guardrails, troubleshooting and maintenance guide provides the following information: to prevent a potential free-flow condition, ensure that no extraneous object (for example: bedding, tubing, glove) is enclosed or caught in the pump module door. User manual the roller clamp should be closed prior to the set being removed from the pump module or opening the pump module door. These steps should be taken to prevent free flow events. Proper operation of the bd alaris system requires that you are familiar with related features, setup, programming, IV sets, and accessories. Read all instructions, including those for all attached module(s) before using the bd alaris system. Inspection and testing of the incident administration sets could not be performed since the incident administration sets were not returned for investigation. The pumping mechanism was disassembled during the internal inspection. The mechanism assemblies cannot be reassembled since manufacturing performs several tests not available to designated complaint handling unit (dchu), repair center or the facility. There was patient involvement, but no harm. The device was in use for treatment purposes as intended per 21 cfr 820.198(d)(2). Root cause: the root cause of the reported over infusion of argatroban was not able to be identified during the investigation. The returned pump module was fully evaluated, and no issues or anomalies were observed. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.